Manufacturer narrative:
Visual analysis of the photographs identified, rupture: no observe, openings on the device. It is not possible to determine, the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, patient had a MRI. Which revealed, "incipient signs of intracapsular rupture in the right breast". This record relates to the right side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings during analysis. Additional observations: ¿ observed wear abrasion on the device. ¿ observed deformation on the device. ¿ red particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported patient had a MRI which revealed "incipient signs of intracapsular rupture in the right breast". This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported patient had a MRI which revealed "incipient signs of intracapsular rupture in the right breast". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, b3, d1, d2, d4, e3, g4, h4, h6.

Event description:
Healthcare professional reported patient had a MRI which revealed "incipient signs of intracapsular rupture in the right breast". This record relates to the right side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, h.6.

Event description:
The device has been explanted.